Manufacturer narrative:
Patient identifier: (B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a uphold implant was implanted into the patient on an unspecified date and a advantage implant was implanted into the patient on an unspecified date. The patient experienced complications and further surgery. Device 2 of 2. Surgical interventions: on an unspecified date the patient underwent further surgery regarding the uphold implant under general anesthesia for the following purpose: to remove pelvic mesh.